Manufacturer narrative:
(B)(4): physio-control has performed multiple attempts to contact the customer regarding the reported device issue but has been unsuccessful. It is unknown if the customer is going to be returning the device to physio-control for evaluation.the cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on. The customer explained that they found it stored in a closet when they observed this issue. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer returned to their device to physio-control for evaluation. Physio-control examined the customer's device and verified the reported issue. Physio confirmed that the device would not power on. Additionally, all three icons (charge pak, attention and service wrench) were present on the device's readiness display. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries were depleted and, as a result, the device would no longer power on when prompted. A power supply was used to download the device's internal memory where it was observed that both the charge pak and attention icons were present on the readiness display since (B)(6) 2007. Then by (B)(6) 2008 all three icons were on the readiness display. The device had 4.6 lifetime hours of use and had never been connected to a patient load. The customer had previously indicated that when they found this device in a closet that there was no charge pak installed in the device. Without a charge pak installed, the device's internal hlc batteries would not be able to recharge. Replacing the charge pak is a necessary part of device maintenance. As a result, it is reasonable to conclude that the likely cause of the reported issue is use error, due to a failure of the customer to properly maintain the device.